Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02759 / 02760). A subsequent revision procedure took place on (B)(6) 2010 for this patient. The details pertaining to that event were previously reported on medwatch number 1825034-2010-00574.

Event description:
It was reported that patient enrolled in a clinical study underwent total hip arthroplasty on (B)(6) 2003. Subsequently, a revision procedure was performed on (B)(6) 2007, due to pain and nickel allergy. The acetabular cup and modular head were removed and replaced.